Event description:
Boston scientific received information that this right atrial (ra) lead was damaged while trying to remove it from the old device during the changeout procedure. The lead was surgically abandoned and a new boston scientific lead was successfully implanted in the ra. There were no adverse patient effects reported.

Manufacturer narrative:
As the lead will not be returned, clinical observations cannot be confirmed. No additional information is available. Should any additional information related to this event become available, this event will be updated.